Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experienced a network related connectivity issue that blocked uploads to the server, preventing synchronization. A technical support specialist (tss) reviewed logs and found loss of network communication. The issue was corrected at the local network level, and further logs showed the communication failures clearing. Then the station successfully reestablished connection with the server, performed a full data upload and came back into synchronization. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the or2 pyxis unit was in disconnected mode. The machine was restarted, but it remained in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.